Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal was damage, and could not be advanced into the vessel, even though supracore wire was used. Therefore, more radiation had to be used, as the procedure had to be redone with a new angio-seal. There was no harm to the patient.